Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 24 mg/dl at the time of the event and passed away on (B)(6) 2023. The customer also experienced hyperglycemia. The customer was treated with carb intake and shouted with pain then passed away before paramedics arrived. The customer has worn the pump at the time of passing and it was unknown whether the auto mode feature was active at the time of the event. The customer was using sensors. Troubleshooting was performed and found that the cause of passing was unknown. The insulin pump will be returned for analysis. Frn-mmt-332a-rsvr, unomed inf set, ozp mmt-7020la-snsr, mds- mmt-7911na-xmtr.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The customer passed away on (B)(6) 2023. On svn (B)(6) the customer reported alleged high bgs on (B)(6) 2023. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0873 inches. The following were noted during visual inspection: minor scratched display window, scratched case, cracked case at the battery tube side, faded serial number label and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the customer's daily total of all insulin delivered surrounding the event date 17-jan-2023 listed on smartsolve and the days prior to the event date. (B)(6) 2023 daily total of all insulin delivered: 315000 (31.5 u). (B)(6) 2023 daily total of all insulin delivered: 290500 (29.05 u). (B)(6) 2023 daily total of all insulin delivered: 341500 (34.15 u). (B)(6) 2023 daily total of all insulin delivered: 340750 (34.075 u). (B)(6) 2023 daily total of all insulin delivered: 327250 (32.725 u). (B)(6) 2023 daily total of all insulin delivered: 342500 (34.25 u). (B)(6) 2023 daily total of all insulin delivered: 116750 (11.675 u). The pump passed the functional testing. Unable to confirm alleged high bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.